Event description:
The user reported a leak above the filter during a blood transfusion. From the reported information, there are no indications of serious harm or injury to the user as a result of this incident.

Manufacturer narrative:
(B) (4). (B) (4). No sample or photograph was available, so we were unable to confirm the customer's complaint or the root cause of the reported issue. The details of this complaint have been added to the database for future trending and tracking. No lot number was provided.